Event description:
It was reported there was an explant and a possible infection. Patient was scheduled for pocket revision, there were no signs of infection when the battery pocket was opened, the physician swabbed the pocket area because of suspected infection. Pocket swabs were taken at the battery site and site of the cervical anchor. The patient had two pieces quad lumbar placement with bifurcated extension in june, they also had hooked up an 8 to 4 extension to an unknown existing cervical paddle lead. All items were explanted with the exception of the paddle lead. There was no injury or adverse event to the patient. There were no patient symptoms or injuries related to this event. No further information was reported.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 355032, lot# n252783, implanted: (B)(6) 2012, product type accessory; product ID 3487a-45, lot# v625073, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Product ID, neu_unknown_lead, product type lead; product ID, 3487a-45 lot# v526927, product type lead.